Manufacturer narrative:
Correction made to section event description to indicate the correct issue description.

Event description:
It was reported the manual wheelchair footplate has broken away from the legrest.

Manufacturer narrative:
.

Event description:
Hld rose 05/29it was reported the manual wheelchair footplate has broken away from the legrest.